Event description:
The customer reported to olympus, a xenon lamp was replaced on the evis exera iii xenon light source and a e103(lamp light-up error) appeared. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a xenon lamp was replaced and e103(lamp light-up error) occurred. Tac asked the customer if instruction manual for replacing the lamp was followed. The customer had not and there is a possibility the lamp was not seating correctly. Tac recommended to the customer to take out the xenon lamp out again and re-seat everything back according to the instruction manual. Tac emailed the customer a copy of the instruction manual. The customer will call back for guidance to replace the lamp once they are done with the procedure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h3. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. E103 is a light source ignition error message. It is possible that the lamp was not turned on because it was incorrectly mounted. Olympus will continue to monitor field performance for this device.